Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was returned for analysis from an unknown source. No product performance allegations have been received, and this event was created based on laboratory analysis. The device was returned from an unknown source.